Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided, age and date of birth - requested, not provided, weight - requested, not provided, ethnicity - requested, not provided, race - requested, not provided, explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was an experienced user and used the device after instruction for use. It was reported that hemorrhage did not occur in the cath lab. The patient came to the clinic under emergency as an acute coronary syndrome. After about 1-1 / 2 hours', the patient had massive hemorrhage with hb-waste and hemorrhagic shock. After an ultrasound scan and CT scan and blood transfusions were performed, the vascular surgeons were consulted and the vascular surgeon took over. The patient was very unstable and in mortal danger. It was reported that at the present time the patient is in good health and no longer in mortal danger. A pre-deployment angiogram was performed. Right femoral artery access. Bleeding occurred out of the procedure room. The patient was required to stay in the hospital for an extended stay due to the event. The patient required a blood transfusion.